Event description:
It was reported that the device had reached battery depletion early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4196 implantable pacing lead, implanted: (B)(6) 2011; 5076 implantable pacing lead, implanted: (B)(6) 2011; 7122 competitor implantable tachy lead, implanted: (B)(6) 2011; fr99525 competitor tissue valve. (B)(4).